Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the main hepatic duct during a cholangioscopy procedure performed for the treatment of stricture on (B)(6) 2023. During the procedure, the image of the spyscope ds ii was lost after fifteen minutes of usage. The physician tried to position the device in another angulation; however, the image did not come back. The procedure was rescheduled, and it was completed on (B)(6) 2023 using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation was performed. Elevator marks were noted on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end. No camera wire damage was observed in the pebax region of the catheter proximal to the working channel sleeve. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed signs of procedural residue on the camera wires in the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted, based on residue at the pofs, and after insertion of saline, enough to reach the handle, the image was not disrupted. The device functioned with no problems during testing. The reported complaint was not confirmed. During product analysis, a live image was seen upon insertion of the device and after conducting a saline test, no changes to the live image were observed. Based on all gathered information, the probable cause selected for the visualization issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the main hepatic duct during a cholangioscopy procedure performed for the treatment of stricture on (B)(6) 2023. During the procedure, the image of the spyscope ds ii was lost after fifteen minutes of usage. The physician tried to position the device in another angulation; however, the image did not come back. The procedure was rescheduled, and it was completed on (B)(6)2023 using another of the same device. There were no patient complications reported as a result of this event.